Manufacturer narrative:
Implant date is reported to be some time in 2008. Concomitant medical product - offset modular humeral head 19 mm height 52 mm spherical diameter, catalog #: 00430205219, lot#: ni.

Event description:
It was reported patient underwent an initial total shoulder arthroplasty. Subsequently, patient was revised approximately eight years post-operatively due to the humeral head disassociating from the humeral stem, pain, and the implant "catching." No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-01899, 01495.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Implanted in january 2009. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Event description:
It was reported that a patient underwent an extremity procedure. The patient was revised due to migration and subluxation approximately 8 years post-implantation. Patient reportedly received a recall letter for this product a number of years ago. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.